Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a small leak at the reagent probe a on the reaction wheel cover and the well was full with a clear fluid approximately 5 ml in the synchron lxi 725 clinical system. The leak was contained to the reaction wheel cover. No error codes were generated. The customer was wearing gloves, laboratory coat, and eye glasses at the time the leak was discovered and during clean up. The customer observed the leak and tightened a loose syringe; however, the leak was not resolved. No injury or operator exposure was reported in this event. No erroneous patient results were generated as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse noted that the reagent wash collar was splashing. The fse removed and replaced the wash collar vacuum valve, which resolved the issue. The failure mode was attributed to the wash collar vacuum valve. (B)(4).